Event description:
Please review first report. Add'l info rec'd from reporter on 03/14/2010: bard align to trans-obturator urethral support system. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis: pop incontinence. Event reappeared after reintroduction: yes.

Event description:
On (B) (6) 2009, had a bladder lift by dr (B) (6) at (B) (6) medical center. He used a bard align tvm sling. Had problems with severe pain and pinching sensation about 3 weeks after surgery. Kept calling his office for help. They just called in more pain meds. Then 6 weeks and 2 days after surgery, my finance found a material? Inside my vagina. Called doctor back. Got appointment. Went and dr (B) (6) did a barbaric procedure in that office. My fiance witnessed the whole thing. Doctor took long scissors and other objects and with no anesthesia whatsoever started cutting and clipping inside my vagina. I was in pain and bleeding on table and floor. Left in tears. Had to wear a pad for about 3 days. Needless to say that was the last time I saw dr. (B) (6). There was also two abscesses that I had to go to (B) (6) hospital and have lanced open and then there were several other trips to (B) (6) ER because of severe pelvic pain. Around (B) (6) 2010, pain was getting so it felt like labor pain. Every time I had a bowel movement and constant cramping pinching and pulling inside my vagina and when we did try to have intercourse, the pain was unbearable. Finally on (B) (6) 2010, went back to (B) (6) ER in more severe pain and this time the ER doctor found this mesh tape growing into my vaginal wall an inch long. At least she gave me strong pain med before she even started the exam. Referred me to dr. (B) (6). Went to see him; exam and he referred me to a specialist, dr. (B) (6) who was not on my ins so I called (B) (6) - my insurance - and they sent me to dr. (B) (6), just by chance also in (B) (6). Saw him on or about (B) (6), exam again, surgery set up for feb 5 at (B) (6) medical center for mesh/sling removal and hysterectomy. There were complications. Had to have a second surgery for hemorrhage with 4 units of blood. Almost died but released from hospital on or about (B) (6) 2010. Came home one night. The next morning, 5 am, my daughter called 911. I couldn't breathe or move. Rushed to (B) (6) ER, was having congestive heart failure from volume overload and almost died again, was in hospital until (B) (6) 2010 when dr. (B) (6) redid the surgery. He used no mesh what so ever, only my own body tissue and stated this should have been the first time! Dr. (B) (6) needs to stop putting this mesh stuff inside people and warn them sternly about the severe adverse affects. Please help me warn others about this product that caused me almost 6 months of pain and agony, then almost death!